Manufacturer narrative:
Device evaluation: the iab was returned cut in two parts with the membrane completely unfolded and blood on the exterior and interior of the catheter. The extender tubing was also returned. The optical fiber was found to be broken within the membrane approximately 27.2cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the customer called regarding a "calibration expired" message immediately displayed after connecting to the cs300 intra-aortic balloon pump (iabp) and initiating therapy. The getinge representative reviewed the reasons the message would be present and had very lengthy troubleshooting discussion. They reported the fiber optic (fo) arterial pressure (ap) waveform looked like it was wandering and has artifact. Manual calibration cleared the message for a short time, but it reappeared within a few minutes. It was verified that the iabp was set to ¿auto¿ mode and the iab fill mode was also set to ¿auto¿. Possible solutions were discussed. The rn chose to order a chest r-ray to verify iab position and stated they will call back. The customer was given the option of switching to a transduced ap from the inner lumen or the radial line that was existing. The next morning another rn called back regarding an unable to calibrate iab optical sensor alarm. They stated they did not know how long the message/alarm had been present. A chest x-ray was ordered and taken last night but it had not been read by a radiologist. The getinge representative and the customer discussed the issue, troubleshot, and reviewed the options together. The transduced inner lumen of the iab was clotting off, extremely damped, and did not have a viable ap for use. The fo ap was still ¿wandering¿ and manual calibration was successful only on occasion. Settings of cs300 were verified again to be in ¿auto¿. The customer was then guided in obtaining the transduced radial ap on the cs300 for therapy and discontinuing the fo ap by unplugging the connector. This resulted in therapy being delivered as expected and a clean crisp ap on the cs300 monitor. Patient had a high hr of 125bpm, and pressures were 88/49 77map 105aug. The iab was removed after 14 days of therapy. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the iabp under mfg report number 2249723-2023-05574.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the customer called regarding a "calibration expired" message displayed on the cs300 intra-aortic balloon pump (iabp). The getinge representative reviewed the reasons the message would be present and had very lengthy troubleshooting discussion. They reported the fiber optic (fo) arterial pressure (ap) waveform looked like it was wandering and has artifact. Manual calibration cleared the message for a short time, but it reappeared within a few minutes. It was verified that the iabp was set to ¿auto¿ mode and the iab fill mode was also set to ¿auto¿. Possible solutions were discussed. The rn chose to order a chest r-ray to verify iab position and stated they will call back. The customer was given the option of switching to a transduced ap from the inner lumen or the radial line that was existing. The next morning another rn called back regarding an unable to calibrate iab optical sensor alarm. They stated they did not know how long the message/alarm had been present. A chest x-ray was ordered and taken last night but it had not been read by a radiologist. The getinge representative and the customer discussed the issue, troubleshot, and reviewed the options together. The transduced inner lumen of the iab was clotting off, extremely damped, and did not have a viable ap for use. The fo ap was still ¿wandering¿ and manual calibration was successful only on occasion. Settings of cs300 were verified again to be in ¿auto¿. The customer was then guided in obtaining the transduced radial ap on the cs300 for therapy and discontinuing the fo ap by unplugging the connector. This resulted in therapy being delivered as expected and a clean crisp ap on the cs300 monitor. Patient had a high hr of 125bpm, and pressures were 88/49 77map 105aug. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the iabp under mfg report number 2249723-2023-05574.

Manufacturer narrative:
Additional reporter(s): (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.